Event description:
It was further reported that the isr and stent deformation occurred with a 3.5x20mm promus element stent that was implanted in 2011. The restenosed and deformed stent was treated with a 3.5x24mm promus element stent.

Event description:
It was reported that following a percutaneous coronary intervention, in-stent restenosis and stent deformation occurred. The target lesion was located in the left circumflex artery (lcx). An unknown promus element stent was implanted in 2011. In-stent restenosis and deformation of the implanted stent was noted. The procedure was completed with another promus element stent.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).